Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device remains in the patient¿s eye; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. MFR reference #: (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent surgery the surgeon inadvertently lost the stent in the patient¿s left eye and aborted the procedure. The surgeon has been unable to visualize the stent post-operatively. The event has not resulted in any adverse impact to the patient. The surgeon will continue to monitor the patient. Additional information is being requested.

Manufacturer narrative:
Additional information: event, date rec¿d by MFR. Based on the information received, the root cause of the event was likely related to operational context with the use of the device MFR#: reference: (B)(4).

Event description:
The surgeon provided the following additional information on 08/13/2018. Reportedly, there was transient intraoperative bleeding as a result of multiple unsuccessful attempts to implant the stent in trabecular meshwork (tm). According to the surgeon, the stent was lost due to poor visibility caused by blood as a result of multiple "forceful" attempts to place the stent.